Event description:
As part of preparation for a procedure, an alcon centurion vision unit kept giving an error code when placing the bag of bss into the machine, the error occured several times. This incident was reported to clinical engineering. As part of determining the root cause of the problem, clinical engineering contacted the manufacturer. The manufacturer stated that this issue was a known problem for some time and a software upgrade was needed to distinguish between various types of bags. The manufacturer had known about the issue for some time. No alerts or notices were received from the company regarding this either directly or through typical recall/alert channels, which would detail corrective actions or other means to avoid the issue. Manufacturers plan was to perform the upgrade at the next scheduled service interval if the units were under contract. Our next scheduled services from them is still 9 months away. If not under contract users might not ever receive the upgrade. Reporting so other are aware manufacturer upgraded on 6 feb.